Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Device history review and complaint history check have been requested. Regulatory compliance will continue to monitor on monthly trend reports. Will submit a supplemental report when additional info becomes available.

Event description:
Company representative reported needle broke off in pt's thigh. Needle will be surgically removed.